Manufacturer narrative:
The reagent lot number is 699139. The expiration date was requested but not provided. The investigation is ongoing.

Event description:
The initial reporter received a questionable ca 19-9 elecsys result from one patient sample tested on the cobas e411 rack. The initial result was not reported outside of the laboratory as the result was not consistent with the patient¿s previous result of 12 u/ml. The initial result was 138.5 u/ml with a data flag. The repeat result was 10.31 u/ml

Manufacturer narrative:
The analyzer is in the process of replacement; no further investigation was possible and requested. The investigation did not identify a product problem.